Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient experienced high blood glucose level. Therefore, he received high blood glucose level alert and tried to treat it with multiple daily injection. He had missed his meal bolus alert, for which he stated that he did not need to deliver bolus as certain meals do not require him to bolus after consumption. Consequently, on (B)(6) 2021, the patient was admitted to the hospital due to high blood glucose level and diabetic ketoacidosis. His highest blood glucose level was over 600 mg/dl. While in the hospital, when the cannula was removed from the infusion site, it was noticed that cannula was bent. The infusion set has been used for less than one day. During hospitalization, the patient received fluids of saline, insulin, and unspecified intravenous medication (drug name unknown) as corrective treatment, which resolved the issue. On (B)(6) 2021, the patient was released from the hospital with no permanent damage. Moreover, on (B)(6) 2021, the patient stated that the needle detached from the site during application. Therefore, he was not able to reattach the needle and continued with the load process but noticed that cannula was compromised/bent after removal from the site. His blood glucose level was 555 mg/dl at the time of this event. The patient did not notice any damage to the infusion sets when the package was first opened. Further, they replaced the infusion set and insulin was resumed successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.